Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that indicated that the patient underwent his subtotal colectomy surgery on (B)(6) 2019, during which the surgeon dissected the transverse colon away from the omentum and brought down the mesentery of the colon. The hepatic flexure and splenic flexure were then taken down. At this time, due to the complexity of the procedure, the patient¿s surgeon elected to convert to an open procedure. After converting to open, the surgeon divided the ileum with a ¿gia stapler¿ and placed a flexible sigmoidoscope up the rectum. The mesentery of the colon was divided starting at the cecum and around to the sigmoid-rectal junction. The terminal ileum staple line was then cut off and a pursestring suture was placed. The surgeon then placed the anvil of an ¿eea stapler¿ inside the terminal ileum, and placed the second portion of the stapler up the rectum to the staple line. After ensuring there was no twisting, the stapler was fired, after which the surgeon noted two good tissue donuts. The surgeon then performed a leak test, and no air bubbles were seen in the abdomen. The patient recovered well post-operatively and was discharged on pod 3. On pod 7, the patient presented to the emergency room with rectal pain and fever, and there was concern for post-surgical infection. A CT scan performed that day demonstrated a fluid collection at the rectosigmoid junction (the anastomotic site) that was concerning for an abscess. On pod 8, the patient was transferred to an outside facility to undergo CT-guided pelvic abscess drainage, during which a 12-french pigtail catheter was placed. On pod 10, the patient was transferred back to the hospital, and a CT scan on pod 13 demonstrated a decreased pelvic abscess, but a fistulous tract between the rectosigmoid colon and abscess cavity was observed. The abscess cavity was seen anterior and to the right of the rectosigmoid colon. The patient was recommended to undergo a diverting loop ileostomy procedure, but the patient refused surgery. The patient was ultimately discharged on pod 14 with a plan to attempt to create a controlled fistula with possible reoperation in 4-6 weeks. Five months later, the patient underwent a follow-up CT scan, which revealed that the ileorectal anastomosis was patent, and also showed isodense soft tissue surrounding the drainage catheter suggesting that the patient¿s fistulous tract had matured.

Manufacturer narrative:
(B)(4) date sent: 10/26/2022 medical records received and attached. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.